Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. After attempting to go transeptal, a pericardial effusion occurred and additional intervention pericardiocentesis was required to stabilize the patient. The patient is expected to full recover. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a pericardial effusion (pe) occurred. During a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. After attempting to go transeptal, a pericardial effusion occurred and additional intervention pericardiocentesis was required to stabilize the patient. The patient is expected to full recover. The device is not expected to be returned for analysis (disposed). It was further reported that the transeptal was performed using fluoroscopy only. No assessment of pericardium was completed prior to start. A total of 600cc of bright red fluid was drained via pigtail drain. No act was drawn. No issues or contribution from device but rather the technique may have been contributing factor was reported. The patient was expected outpatient stay, however was admitted and was discharged home in stable condition.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available (disposed). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. After attempting to go transeptal, a pericardial effusion occurred and additional intervention pericardiocentesis was required to stabilize the patient. The patient is expected to full recover. The device is not expected to be returned for analysis (disposed). It was further reported that the transeptal was performed using fluoroscopy only. No assessment of pericardium was completed prior to start. A total of 600cc of bright red fluid was drained via pigtail drain. No act was drawn. No issues or contribution from device but rather the technique may have been contributing factor was reported. The patient was expected outpatient stay, however was admitted and was discharged home in stable condition.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross connect access solution for faradrive device. The clinical event is anticipated in nature as per the IFU for the versacross connect access solution for faradrive as reported to bsc.